Event description:
It was reported that this right ventricular (rv) lead exhibited consistent and steady high out of range pace impedance measurements greater than 2000 ohms. The boston scientific representative (rep) noted there was no observed abnormal measurements related to the rv stimulation threshold, amplitude or shock impedance. The rep indicated during this routine follow up, it was discovered that the associated implantable cardioverter defibrillator (ICD) device had reached explant status and a device replacement was scheduled for the near future. However, it was noted that since the rv lead pace impedance has been stable, there is no history of shock treatment and the rv pacing rate is low, the rv lead will not be scheduled for replacement at this time. The lead remains in-service. There were no adverse patient effects.